Event description:
It was reported that the pump touchscreen was shattered and partially unreadable. No information was provided regarding the impact on the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.